Event description:
A customer reported receiving erratic readings on their adc blood glucose montior. The customer reported readings of 27.3 mmol/l and 7 mmol/l received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The customer's returned meter (B) (4) has been tested with retained test strips (lot 0923219) with retained high level control solution (lot 9f3p09). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, on (B) (6) 2010 a reading of 493 mg/dl (27.3 mmol/l) and of 153 mg/dl (8.5 mmol/l) were found within 10 minutes in the device's internal memory log.